Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support; however, customer was unable to complete check at time of call. Upon follow up, customer reported they had changed pump supplies to address the issue and successfully resumed insulin delivery. Customer's blood glucose was 203-230 mg/dl at time of event.